Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Analysis was unable to prime during prime/ test due to faulty force sensor resistor (gold). No motor error alarm or excessive no delivery alarm noted. The pump passed the motor test. The pump received with cracked case on display window corners, scratched lcd window, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 272 mg/dl. The customer states the pump was not exposed to a high magnetic field, but she did have an MRI month prior. The customer states they are able to complete the rewind. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.